Event description:
The reporter stated that the locknut on the duckbill checkvalve detached from the set when attaching to a female luer lock of a bag. No pt injury or treatment was associated with this event. The issue was reported to medex medical by the user facility.